Event description:
It was reported that during use of the c-flow bag decanter an blue and white patrticulate was observed on the bag of heparin. No patient injury, infection, or complications were reported.

Manufacturer narrative:
We received mw5117754 was received through FDA's medwatch program. We requested additional information, but we have yet to receive it. Based on the product description provided in the medwatch, we believe this is part number 2000s bag flo decantter; however, because the part number was not submitted, we cannot confirm this.